Manufacturer narrative:
The event was confirmed with product returned and radiographs received. Visual inspection found multiple forms of damage to the liner. The outer radius of the liner is discolored. The discoloration can be seen in the contrast between the areas corresponding to the screw holes in the shell. Small scratches observed on the outer radius. The barb is deformed in one location and roughened around the perimeter. Two of the rotation locking scallops on the outer perimeter of the liner are deformed. A puncture hole exists in the liner near the base of the outer radius. Review of the radiographs identified: mild subluxation of the prosthetic head within the cup on the initial image as noted with subsequent revision and constrained liner placement. Osteopenia. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05537.

Event description:
It was reported by the hospital that a patient underwent revision surgery due to luxation of the hip. Attempts have been made and additional information on the reported event is unavailable at this time.